Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). Evaluation conclusions: inherent risk of procedure (death). (B)(4).

Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted to the lad. Approximately 30 months post index procedure, patient death occurred. Cause of death was cardiac arrest. Investigator indicated that the reported death was not related to the study device.

Event description:
Investigator assessed that the previously reported death was possibly related to the study device.